Manufacturer narrative:
A1-a5 patient information were not provided. H11. Livanova deutschland manufactures the essenz hlm, the incident occurred in serbia. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of alleged hemolysis using the essenz hearth-lung machine. According to the medical staff three out of four patients were subiteric, with presence of hematuria and high level of bilirubin and ldh. The patients received blood tranfusion and were discharged in stable condition, with no complications reported.

Manufacturer narrative:
H11: the three involved essenz roller pumps were returned at manufacturing site and tested. Investigation findings proved that affected pumps work as per manufacturing specifications. In details, the following activities were carried out: technical safety inspection (tsi), in accordance with product preventive maintenance guidelines (pmg); mechanical and functional verification tests: concentricity, pumps speed were verified to be aligned with manufacturer specifications; pumps pressure-sensing mechanism as well as pumps mechanical movement were verified to be accurate and in target. Review of device history record (DHR) did not reveal any deviations or nonconformities related to the reported issue. A review of the complaints database confirmed that no other similar event affecting essenz hlm has been reported to livanova. Based on the above facts, a device malfunction can be excluded; therefore, the most likely root cause of the event can be attributed to an over-occlusion set by the user. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
D4: through follow up communications, affected roller pump sns have been provided (B)(6). (B)(6), manufacturing date 2025-06-04, UDI (B)(4). (B)(6), manufacturing date 2025-06-04, UDI (B)(4). (B)(6), manufacturing date 2025-06-05, UDI (B)(4). H11: based on clinical laboratory results review via medical assessment, there was no clear evidence of hemolysis. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.